Event description:
It was reported that there was a crack in the connector. The event occurred while opening. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3 - date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one (1) used unit was returned along with two (2) phots for evaluation. Picture one (1) shows the reported device with original packaging. Picture two (2) shows the cracked connector in the female luer. The reported failure mode was confirmed during visual inspection. Based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. Root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Notification was sent to the supplier.